Event description:
A review of a video of the complete implant procedure (angio). The ipsilateral limb was implanted, followed by implant of two ipsilateral extensions. The first ipsilateral limb was positioned up to the bifurcate flow divider; it is unknown why this extension was placed so high. The position of the flow divider marker appears normal. The 1st limb extension was placed with the 2-proximal marker bands near the flow divider; the lateral marker was at the level of the flow divider marker, and the medial marker was approximately 5mm distal to the flow divider marker. The image provided with the complaint has highlighted this distal medial marker; and had assumed that this was the flow divider marker which was attached more distal than normal. However, the highlighted marker is actually from the ipsilateral extension. After implant of the two ipsilateral extensions, the contralateral limb was then implanted with proper gate overlap. Completion angio showed a likely type IV endoleak coming from the contralateral limb. There was minimal distal sealing length; therefore this endoleak may be a distal type I endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that there was an endoleak from the contralateral side and the physician considered the possibility of type iii (junction) or ib and performed touch-up with a balloon, but endoleak was not resolved. Therefore, the physician deemed a type IV endoleak, but there was the possibility of a type iii (from a suture). Also, the physician said that the proximal marker was attached more distal than usual. Therefore, the contra limb was about to deploy more proximal, so he had to move to distal than normal not to beyond the flow divider section. The procedure was done without any issue. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Method: film evaluation.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusions: (B)(4) (cause of event is unknown).